Event description:
(B)(6) study. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 90% stenosed, 2.75mm in diameter and 11mm long. The lesion was treated with predilation and placement of a 2.75x16mm and a 3.0x8mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In oct 2011, the patient experienced restenosis and angina. The 80% restenosis of the 2.75x16mm study stent located in the proximal rca was treated with the placement of a 3.5x15mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was continued on prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)